Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned for analysis. The reported kink and shaft separation were confirmed; however, the difficult to position was unable to be confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling

Event description:
It was reported that the procedure was to treat a de novo lesion located in the heavily tortuous, heavily calcified distal left main. The 1.20 mm x 12 mm mini trek balloon catheter failed to cross the lesion due to an interaction with another device which resulted in the shaft of the catheter kinking; however, the type of device is unknown. A new mini trek balloon was used successfully to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. Returned device analysis revealed a separated hypotube which was confirmed with the account to have occurred during use in the patient. No additional information was provided.